Event description:
Inform user reported: inform 6:31 am 22 mg/dl with symptoms of hypoglycemia. Inform 6:34 am 13 mg/dl with symptoms of hypoglycemia. The patient was given one unit of d50 at 6:43 am a lab sample was drawn and it came back as 201 mg/dl. The patient was feeling better at this point. At 6:55 am the patient was tested on this inform meter. Reading was 107 mg/dl with no symptoms. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.